Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture updates on h6: impact codes and b5: describe event or problem.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) has depleted from 10 months battery down to 3 months battery remaining in just a month and went back up to 5 months. Currently, the device indicated 8 months battery remaining. Boston scientific technical services (ts) reviewed the latitude and stated a stable decline from the latitude standpoint. Moreover, ts explained that there could be difference between a programmer calculation and what was being reported in the latitude. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) has depleted from 10 months battery down to 3 months battery remaining in just a month and went back up to 5 months. Currently, the device indicated 8 months battery remaining. Boston scientific technical services (ts) reviewed the latitude and stated a stable decline from the latitude standpoint. Moreover, ts explained that there could be difference between a programmer calculation and what was being reported in the latitude. As of this time, this device remains in service. No adverse patient effects were reported.